Manufacturer narrative:
The device was returned and the evaluation found that the light guide connector of the main body was damaged and detached, the image appeared blurry and the lens inside the optical system was damaged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the laparoscopy system had the side part of the telescope where the light lead attaches to it come apart, and is now stuck inside the light lead and unable to be removed. The issue was found during preparation for use for a therapeutic posterior vaginal repair that was delayed 10 minutes and was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the use of excessive force. Olympus will continue to monitor field performance for this device.